Event description:
The hcp reports the patient had a pump replacement. Since that time, the patient experienced a loss of efficacy and increased pain despite dosing increases and a therapeutic bolus. At the last refill, there was a 29% volume discrepancy. Aspirated more drug than expected. A cap dye study was done that demonstrated the catheter to be patent.